Manufacturer narrative:
(B)(4). Date sent: 6/9/2026 d4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: ¿ did the har9f activate on its own without any assistance or pressing down the physical activation button? ¿ did the generator display any error messages and if so, what were they? ¿ did the device pass the pre-test? ¿ had the device been working and then stopped? ¿ did the patient experience any adverse consequences due to this issue? The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the ultraciser emits "beeps" even if it is not used. Ineffective action. Device was replaced.